Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock approximately one hour after exercise. Technical services (ts) reviewed the episode and discussed there was no elevated heart rate and there were a lot of artifacts, which could potentially relate to an electrode fracture, however, this has not been confirmed by the clinic. Additional artifacts were observed in separate episodes as well. It was mentioned that the patient would attend in-clinic for troubleshooting. In-person troubleshooting was performed and artifacts were observed in primary and alternate vectors with movement of the arm, therefore, the physician programmed the device to secondary vector and extended the detection time in the meantime. The patient was mentioned to be very anxious. Ts provided further programming options and recommendations, including performing x-rays. Additional information was provided. This electrode was explanted and replaced due to a suspected fracture, however, as the lead had been implanted for more than one year, it was mentioned to be very difficult to explant and it was removed in pieces. The s-ICD device was also explanted per physician and patient decision. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. The electrode was returned in two segments, severed approximately 350 millimeters (mm) from the terminal end and some portions of the electrode are missing. The electrode shows much explant related damage like cuts in the insulation, the suture sleeve is cut/torn apart and a large segment of the sleeve is missing, the silicone boot insulation is torn and the distal segment was not returned, melt marks in the outer insulation and deformed and stretched coils. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies besides typical surgery-related damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock approximately one hour after exercise. Technical services (ts) reviewed the episode and discussed there was no elevated heart rate and there were a lot of artifacts, which could potentially relate to an electrode fracture, however, this has not been confirmed by the clinic. Additional artifacts were observed in separate episodes as well. It was mentioned that the patient would attend in-clinic for troubleshooting. In-person troubleshooting was performed and artifacts were observed in primary and alternate vectors with movement of the arm, therefore, the physician programmed the device to secondary vector and extended the detection time in the meantime. The patient was mentioned to be very anxious. Ts provided further programming options and recommendations, including performing x-rays. Additional information was provided. This electrode was explanted and replaced due to a suspected fracture, however, as the lead had been implanted for more than one year, it was mentioned to be very difficult to explant and it was removed in pieces. The s-ICD device was also explanted per physician and patient decision. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock approximately one hour after exercise. Technical services (ts) reviewed the episode and discussed there was no elevated heart rate and there were a lot of artifacts, which could potentially relate to an electrode fracture, however, this has not been confirmed by the clinic. Additional artifacts were observed in separate episodes as well. It was mentioned that the patient would attend in-clinic for troubleshooting. In-person troubleshooting was performed and artifacts were observed in primary and alternate vectors with movement of the arm, therefore, the physician programmed the device to secondary vector and extended the detection time in the meantime. The patient was mentioned to be very anxious. Ts provided further programming options and recommendations, including performing x-rays. Additional information was provided. This electrode was explanted and replaced due to a suspected fracture, however, as the lead had been implanted for more than one year, it was mentioned to be very difficult to explant and it was removed in pieces. The s-ICD device was also explanted per physician and patient decision. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.